Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the forensic memory log along with a patient disconnect message, which is not an indication of a device malfunction.the forensic memory shows that the device was set for target volume and will only deliver a pre-set amount of air with each breath. With a patient disconnect present, it indicates that there was an air leak of some kind between the patient and the ventilator, and this volume of breath was not being provided to the patient. The device was put through extensive testing without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat an 84-year-old male patient, the device stopped ventilating. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.